Event description:
It was reported to medtronic neurosurgery that after the valve had been implanted in the patient for one week, the patient got an infection and had a high fever. The patient was treated for his infection at the reporting hospital.

Manufacturer narrative:
The product was unavailable for return as it remains implanted in the patient. Therefore, an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that "local and systemic infections are not uncommon with shunting procedures. Usually, they are due to organisms inhabiting the skin, particularly (B)(6)." A review of the manufacturing and sterilization records showed no anomalies. Additional patient information: it was later reported that the patient has been discharged from the hospital.